Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that approximately six months following bilateral lasik, a patient required a lasik enhancement in the right eye. The patient was diagnosed with loose epithelium around the edges of the corneal flap. Per the surgeon, the epithelium was noted to be loose since the primary lasik treatment. In a follow up, the surgical technician reported that the patient underwent secondary lasik due to blurred vision caused by an undercorrection. The technician was unable to provide further details about the patient's outcome or prognosis. Additional information has been requested.